Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump was stuck in the preparing to prime loop. The customer reported that they were unable to escape the fill tubing stage. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to loose/protruded drive support disk.